Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition (needle mechanism failure) could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient experienced pain and purulent discharge, which was a reportedly a result of the pod's needle not retracting (indicates a needle mechanism failure) and broke off under the patient's skin. The patient went to an urgent care facility, where the needle in the skin was discovered and then sent to the hospital, where she was discharged same day. Surgery was scheduled for 3 days later and the needle was no longer in the skin at the time of surgery; it was believed the needle had previously worked it's way out of the infected site. Patient was prescribed clindamycin (150mg) to be taken 3 times daily for 5 days; topical mupirocin 2% cream, to be taken 3 times daily, and after surgery patient was given tylenol (325mg), to be taken every 6 hours as needed. The pod was removed prior to medical attention being sought and was discarded.